Event description:
The physician reported that the associated sleeve of the subject lead was missing, and the suture sleeve from another device was used for the implantation.

Manufacturer narrative:
January 07, 2010. This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to sorin biomedica crm (dated oct. 29, 2009), sorin is filing this MDR at this time. Since the device was not returned, no device evaluation was performed. (B)(4).